Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The unit was found no image with error code e224 on the screen due to shorted cable. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. The root cause of the reported was found to be due to shorted cable attributed to electronic component failure.

Event description:
It was reported that the device exhibited no image. The issue occurred during preparation for use. There was no patient involvement on this report. No user harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined. It was presumed that the video communication could not be transmitted to the processor due to the damage to the cable and no image was displayed. A communication error (e224) is an error that occurs when a communication error with the processor occurs. It is assumed that communication between the processor and the camera head became impossible due to the damage to the cable and the phenomenon occurred. Device shipment history record was reviewed and there was no abnormalities observed. Damage to the cable likely caused by the user's handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.